Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "the gamma4 nail had fractured. An attempt was made to remove the nail using an extraction hook, but the nail was too rigid, causing the tip of the hook to break off and remain in the bone; however, the remaining hook tip was successfully removed using a suction device following the nail¿s extraction."note: this product inquiry (pi) was opened for broken hook. Nail fracture was reported via another pi#4316890.